Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of sys error 322 through the history log, but could not reproduce it during eval. The device was operating out of spec with respect to the reported symptom. The upper and lower auxiliary assemblies were replaced as they are known contributors to the reported symptom. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate sys error 322 alarms.

Event description:
It was reported that a spectrum pump alarmed sys error 322 in the medical/surgical care area. It ws also reported that there was no pt injury.